Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between may 1-3, 2024. H11: the actual device and a video of the sample were provided for evaluation without fluid in its bladder. Visual inspection of the video sample showed leak (backflow) from the fill port during fill. A functional leak test was performed on the returned sample and a leak (backflow) was observed from the fill port. The cause of leak (backflow) from the fill port was due to a white particle measured to be 2.13 mm in length, stuck under the device's checkband. The white particle was identified as polycarbonate material via a fourier transform infrared spectroscopy (ftir) test. The reported condition was verified the cause of the condition could not be determined; however, the most likely cause was from the drug container that was used by the customer to fill the device without using a filter. Filling fluid in the infusor device without using a filter can potentially introduce particles from contaminated filling containers or equipment into the fill port of the infusor device and result in leak (backflow) at the fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was further described as "it returns its contents." This occurred at the time of being filled with 0.9% saline solution prior to patient use. There was no patient involvement. No additional information is available.